Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer's current blood glucose was 107 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer did not allege insulin pump was under delivering. Customer was using auto mode during high blood glucose. The insulin pump will not be returned for analysis.